Event description:
Boston scientific received information that during a follow up visit, this device revealed episodes of six seconds pacing inhibition. All other measurements were within normal limits. No r-wave was measurable. The battery status is two years remaining. The electrogram revealed no sign of unipolar pacing during the pauses. As all other measurements were normal, a decision was made to replace this device. No adverse patient effects were reported. Implanted: 2007 explanted: (B)(6) 2012.

Manufacturer narrative:
Upon receipt, interrogation revealed this device was explanted prior to elective replacement time. A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device header and case were physically manipulated while the electrograms were monitored. No noise or pacing inhibition was observed. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not determine a reason for the reported clinical allegation.

Manufacturer narrative:
When the device has been returned, analysis will be performed and this event will be updated.